Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the device damaged by another device (caused damage) appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. A single leaflet device attachment (slda) occurred with the first clip. The posterior leaflet was detached. It was noted that the implanted clip was hit with a second clip that was being implanted, which caused the slda. The second clip and an additional clip was used for stabilization. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.